Event description:
The hcp reported a patient had developed left foot and leg, and right leg neuropathy while on an it infusion containing hydromorphone (40 mg/ml) and baclofen (150 mcg/day) compounded with preservative free normal saline. Investigation showed the symptoms were due to an intraspinal mass at the t10 location. The mass was diagnosed by MRI and presentation of weakness in the lower extremities. The catheter and mass were removed and cultures were taken, although the results of those tests were not available. The patient's current status is hemiparesis of the lower extremities. Further information was not available to the hcp as the patient was treated in another state, by another physician, and the reporting hcp is unable to talk to the patient or the surgeon. The patient has two catheter's active in the MFR's device registration system. At this time, confirmation of which catheter was in place at the time of the event was not possible. See MFR rpt# 6000030-2007-01471.